Event description:
On (B)(6) 2009, the patient reported that since changing the setting for the beep volume on the infusion device, the vibration is now very loud. She noticed the increased vibration noise on (B)(6) 2009. She stated that the vibration noise is a steady noise that she notices when the performs a "quick" bolus and when the infusion device is in the stop mode. When the patient was asked what beep setting the infusion device had been changed to she denied the setting had been changed. She verified that the infusion device was set to beep and vibrate and the beep volume level was on 2. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.